Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a lesion in the left anterior descending (lad) with mild calcification. The 3.5 x 28 mm xience alpine stent delivery system (sds) was advanced to the lesion, but no pressure could be measured as it was not possible to inflate the sds balloon. The indeflator was changed, but the balloon still did not inflate. The sds was removed and replaced. A non-abbott sds was used to treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.